Manufacturer narrative:
On 8/6/2019, additional information was received indicating the patient underwent device removal on (B)(6) 2019. On 8/13/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during visual evaluation a crease was observed in the anterior view. Leak testing revealed a tear within the crease in the anterior view measuring approximately 0.1 cm, also there was leakage from the valve. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The analysis was¿unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation concomitant medical products: saline mentor smooth round moderate profile 325cc, catalog number 3501650, serial number (B)(4), lot number 6507633. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 325cc breast implant and experienced deflation on the right side. Deflation was confirmed by physician during an exam. As a result, the patient will undergo removal on (B)(6) 2019.

Manufacturer narrative:
On 5/24/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/21/2019, additional information was received indicating the patient has canceled the explantation surgery. At the time of this report, mentor has received no information regarding an expected explantation date. Manufacturer¿s reference number: (B)(4).